Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
Patient had a right hip revision (second revision) at (B)(6) hospital in (B)(6) by dr. (B)(6) on (B)(6) 2016 due pain. Patient is currently experiencing pain in his hip.